Event description:
It was reported there was occasional intermittent atrial undersensing during recorded atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.